Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 32056 error axes controller arm (aca) failed to initialize was followed by a 1123 encoder error, failed to read cal data from searchlight p3=3, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32056 error was triggered, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where usm adaptive gain control (agc) current was found to be failing on pitch axis. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the pitch searchlight printed circuit assembly (pca) was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted procedure surgical procedure, recoverable fault 32056 showed on universal surgical manipulator (usm) 1. Technical support engineer (tse) had troubleshooting with customer, but issue persisted. Tse guided the customer on disabling usm 1. The procedure was completing as planned with no reported injury.